Manufacturer narrative:
Section d9: device available for evaluation: yes returned to manufacturer: may 11, 2021 section h3: evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Upon evaluation of the device all the components were correctly engaged, no assembly error and/or defect related to the manufacturing process was identified. The plunger was in a partially advanced position and the pushrod was centered. Traces of lubricating material was observed at the cartridge tip. No lens was received for evaluation. Cartridge tip was observed cracked/damaged. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine if the reported issue is related to handling or to the manufacturing process. Based in the analysis product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order, however not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded device was cracked during the insertion of the lens into the eye. The lens was fully implanted and the event was observed after the implantation. The outcome does not significantly interferes with activities of daily life. No further information is available.